Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultralink meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began between (B)(6) and (B)(6) 2015. The patient reported obtaining blood glucose readings of 97 and 151mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿shaking and heart complications¿ sometime after the alleged issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.